Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the device found that the crimped stent was detached from the sds and damaged with the proximal and centre struts pulled, misaligned and bunched. The maximum crimped stent profile was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon body indicating the stent was crimped to the device prior to shipping. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-feb-2018. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the mid right coronary artery. Following pre-dilation with a 3.5x12mm emerge balloon catheter, a 4.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detach and stent damage.